Event description:
Covidien rec'd a report that the speaker is too quiet. No pt involvement reported.

Manufacturer narrative:
Covidien confirmed the reported problem and isolated the failure to the main pcb. Damage to the cases of the unit was also found, therefore, customer declined repair and the unit was disposed.